Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the ER complaining of dizziness. Post-paced t-wave oversensing and far r-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.